Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaw of the medium-large clip applier instrument would not fully open and close. The surgeon was having trouble releasing and clamping the clip. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The teleflex medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.